Manufacturer narrative:
(B)(4). A4: weight/weight units - correction. D4: serial no - correction. D9: device available for evaluation - additional. H2: correction/additional information. H4: device mfg date - correction. H6: adverse event problem - correction.

Event description:
Subsequent to the initial MDR, a correction and additional information are required.

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).